Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that, approximately three weeks after implant, the right ventricular lead had moved and had no capture. During the lead repositioning attempt, the physician had trouble advancing the stylet down the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.